Manufacturer narrative:
One cadd legacy plus pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of error 1871 was confirmed. Error found in the device event log. Service found the pump would not run and the motor was locked. Service replaced the motor. The problem source is unknown.

Event description:
Information was received that the cadd legacy plus pump has error 1871 when priming. No reported adverse effects.